Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal end of the stem inserter, where the stem connects to, has worn down over time. The taper no longer fits well in the stem and thus the inserter was no longer useful. The instrument was not used on a patient and it will be returned to depuy.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: h6 (device) product complaint # : (B)(4). Investigation summary : that the distal end of the stem inserter, where the stem connects to, has worn down over time. The taper no longer fits well in the stem and thus the inserter was no longer useful. The instrument was not used on a patient and it will be returned to depuy. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: that the distal end of the stem inserter, where the stem connects to, has worn down over time. The taper no longer fits well in the stem and thus the inserter was no longer useful. The instrument was not used on a patient and it will be returned to depuy. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.